Manufacturer narrative:
Results: the ace68 was fractured approximately 57.5 cm from the hub. Conclusions: evaluation of the returned device confirmed that the ace68 was fractured. If the device is forcefully withdrawn from its packaging tray without removing the top portion of the packaging tray, damage such as this may occur. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The physician was preparing a penumbra system ace 68 hi-flow kit (kit) for use in a thrombectomy procedure. During preparation, the physician found that the penumbra system ace 68 reperfusion catheter (ace68) was broken in half upon removal from the packaging. The damage to the ace68 was found prior to use. Therefore, the ace68 was not used in the procedure. The procedure was completed using a new ace68.